Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort when sitting back and laying on back due to ipg placement being too close to the spine. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated. The patient was reportedly doing well postoperatively.